Event description:
It was reported by the anesthetist that in the operating room, the sac progressively dampened until the line became totally blocked, approximately 1.5 hours into the procedure. As a result, ability to aspirate blood was lost so a new swg was used to remove and replace the catheter with a new one in the patient's radial artery. A delay was reported, however, there were no reported complications or death as a result of this occurrence.

Manufacturer narrative:
(B)(4). The device will be returned.